Manufacturer narrative:
(B)(4). Concomitant medical products: biomet m2a-magnum mod hd sz 44mm cat#157444 lot#426050. Biomet m2a-magnum 42-50mm tpr insrt-3 cat#139254 lot#945180. Biomet taperloc por lat fmrl 11x142 cat#11-103205 lot#691810. Biomet m2a-magnum pf cup 50odx44id cat#us157850 lot#480120. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: partial tear of gluteus medius tendon secondary to pseudotumor or degenerative in nature. About 60% tear of the tendon from the greater trochanter. There was no real tissue destruction. There was some cloudy fluid and some mild synovial hypertrophy. Cultures sent (no report). Sed rate was 2. C-reactive protein was negative suggesting no infection. Cobalt was 1.1 which is below threshold. MRI indicated fluid around the trochanter. MRI showed increased fluid communicating with the joint suggesting a tear of the gluteus medius tendon. This caused concern about the possibility of a pseudotumor. The remainder of the tissue looked beefy-red consistent with healthy tissue. The tear was able to be repaired. No intra-operative complications identified. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 04363.

Event description:
It was reported that the patient had an initial right total hip arthroplasty. Subsequently, the patient was revised approximately 10 years later due to tendon tear and pseudotumor. The head and taper adapter were removed and replaced with a dual mobility bearing and delta femoral head. No further event information available at the time of this report.